Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the sr. Biomedical engineer that, the pt experienced yellow wrench/current limit advisory and intermittent red heart alarms. The pt was at home and has been in low fixed rate since implant. The pt was advised to come to the hosp by the center's on-call vad nurse. The pt's vent filter was changed with no significant debris visible; though the vent filter adapter was also removed and a notable amount of debris cleansed beneath it. The system monitor displayed visual run line error and power limit advisory, but no audible alarm. The engineer disconnected and reconnected the percutaneous lead to the system controller several times. The system controller was replaced. Visual power limit advisory remains noted on the system monitor, but with no audible alarms and no further yellow wrenches or red heart alarms. The pt was being closely monitored in ICU. A decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.